Manufacturer narrative:
A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The analyte application manual for progesterone iii states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. The most probable cause of the reported issue was due to a patient sample problem, cause cannot be traced to device.

Event description:
A customer reported a discrepant result for progesterone (prog iii) lot ey1c7a3 on the aia-360 analyzer. The customer uses tiger top tubes (serum separator tube). The serum was not lipemic/hemolyzed/icterus and there were no fibrin clots. There were no issues noted with quality control (qc). The sample run on the tosoh analyzer yielded results that were greater than 3.3 ng/ml, which would be ovulatory per the laboratory. The labcorp results from the same specimen yielded a result that was less than 1.8 ng/ml, which would be non-ovulatory per the laboratory. The physician expected non-ovulatory results such as the one from labcorp. A technical support specialist (tss) advised the customer that the discrepant result may be due to heterophile antibodies or other cross reactivity as mentioned in the prog iii analyte application manual. The customer was satisfied with the answer provided by tss. No further action required by technical support specialist. The analyzer is operating as expected. There was no indication of any patient intervention or adverse health consequences due to the reported event.